Event description:
It was reported when using the pyxis medstation es system had multiple drawers and cubies failed to recover. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by cubie failure. A field service engineer cleared staples, removed screamer cubies and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.